Event description:
Related manufacturer reference number: 2017865-2022-08405, 2017865-2022-11517. It was reported a patient presented to the emergency department with dizziness and several falls. A chest x-ray showed the patient's left ventricular lead, right ventricular lead, and atrial lead were dislodged and prevented the device from reading signals properly. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Additional information: b2, b5, b6, d6b, h6.

Event description:
New information received notes the dislodgement was discovered by x-ray and the patient's left ventricular (lv) lead and right ventricular (rv) lead were explanted and replaced in a procedure on (B)(6) 2022. During procedure, the lv lead had loss of capture and the rv lead had low sensing. It was also noted the rv lead helix was unable to be extended. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, low sensing, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be partially extended and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil, and over-torque of the inner coil. The reported event of low sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages.